Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown chronos injectable. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: a patient was treated for a nonunion in an l1 osteoporotic fracture. Fracture was reduced and successfully fixed with a universal spine system fracture plate. Patient was then injected with chronos injectable. Approximately three days later the patient got sick with increasing local pain and fever. The injected vertebra was infected, determined by cell cultivation. The implants were replaced with new implants. The patient is currently improving but is still on antibiotics. This report is for unknown chronos. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4): device is not distributed in the united states, but is similar to device marketed in the USA.the manufacturing documents were reviewed and no complaint related issues were found. (B)(4)

Event description:
This is 1 of 3 reports for complaint #(B)(4).